Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter stated that the pump was unable to be primed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the original complaint could not be duplicated. There were no data in the black box history from the original complaint dates due to continued use of the device. There was a loss of prime observed in the black box data that was available. The pump was exercised for 24 hours with no loss of prime or other alarms observed. The force sensor calibration was found to be within specification. Unrelated to the original complaint, the pump had a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.